Event description:
It was reported that during a wedge resection, the staples were unformed. Add'l suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.